Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 17, 2020 - march 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked however the reported leak could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered after compounding, prior to patient use. There was no patient involvement. No additional information is available.